Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device had a loss of communication during systems tests and it was further noted that it was hard to install, the fit was very tight, though it did pass functional tests. Due to policy the analyzer will be returned to the customer unrepaired with a recommendation that it be scrapped. Concomitant medical products: product ID: 2067 radiofrequency, programmer head; product ID: r2290, software analyzer. (B)(4).

Event description:
The programmer and the software analyzer were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.